Event description:
It was reported that a revision surgery was performed approximately 2 months post-op for a failed right ac joint repair. The revision was performed using an open approach. The initial graftrope sutures were described as torn. Follow-up info was received that a 6mm bone drill was used to prepare the tunnel and the pt's quality of bone was excellent. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but has not been returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely causes for abraded and torn sutures may be from nicking the suture with another instrument and/or sharp edges of bone tunnel. This is the first complaint of this type of this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow report will be submitted.